Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, healthcare provider) regarding a patient who was receiving intrathecal hydromorphone 20 mg/ml at 10.127 mg/day and bupivacaine 10 mg/ml at 5.06 mg/day via an implanted pump for non-malignant pain, chronic low back pain, and spinal pain indications. It was reported that the patient presented with withdrawal symptoms on (B)(6) 2022. It was noted the patient had her pump refilled with the home health nurse two weeks ago and was told the pump had stalled for 12 hours. The patient thought the pump was stalling again due to withdrawal symptoms and was requesting the pump be read. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included the pump would be read. The patient was scheduled to have the pump read on the date of this report. The issue was not resolved, and the patient¿s status was ¿alive- no injury¿.  Surgical intervention did not occur and was not planned. The patient¿s weight and medical history were asked and would not be made available. It was further reported on (B)(6) 2022 that the patient was admitted to the hospital for withdrawal from medication in her pump. The rep read the pump logs which showed a pump motor stall on (B)(6) 2021 and on (B)(6) 2021 stop pump duration exceeded 48 hours. The patient could not remember if she had an MRI, and she did not hear the alarm "but she's very hard of hearing." The patient reported being sick in (B)(6) around that time but she "didn't know what it was." Technical services reviewed typical pump longevity; reviewed option to replace the pump if they could not determine that the patient had an MRI. The rep played the audible pump alarm for the patient and the patient was unable to hear the alarm tone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the cause of the motor stall back in (B)(6) 2021 was unknown. The rep stated that the patient did not have an MRI. The pump was interrogated and the logs showed it was functioning fine as of (B)(6) 2021. The withdrawal symptoms that the patient thought they were experiencing was not due to the pump. The pump was still implanted and functioning. The patient planned to have their pump replaced in the next couple of months due to eri (elective replacement indicator).